Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 80% stenosed, 28mm in length, 2.75mm in diameter, eccentric and de novo target lesion being treated was located in the mildly calcified and moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. A 28x2.75mm taxus liberte stent delivery system (sds) was then advanced to the lad and would not cross the lesion. It was noted that there was damage to one strut upon removal. The procedure was completed with another 28x2.75 taxus liberte. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).